Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was implanted with a neurostimulator (ins) for urgency frequency and urge incontinence. Patient stated the device had been shorting out since friday evening. She further explained that it was sometimes the connections are not tight enough for the device to work. Patient was advised that she turned therapy off until she could see her doctor. Patient stated that she felt her symptoms have gotten worse again due to her period. She also stated she was feeling some soreness in her pelvic bone and where the leads were. Patient had followed up with her clinician in regards to this, and may be considering getting an iud to stop her periods. The issue was not reported to be resolved at the time of the event. Patient mentioned soreness around the area where the leads are placed. The patient reported that her lead had broken from getting caught on a door handle. No further symptoms reported. No complications reported.